Event description:
Boston scientific crm rec'd info that this implantable cardioverter defibrillator (ICD) was associated with a report of the pt's death during eye surgery due to a ventricular fibrillation (vf) episode. A boston scientific crm field rep reported the device identified the arrhythmia as non-sustained and did not deliver therapy; a subsequent external rescue attempt also was unsuccessful. The representative also reported the pt's cardiologist was in attendance, and he indicated the pt was in vf for several minutes and that the device was not working properly, and also did not deliver pacing. The rep reported therapy was not being inhibited by use of a magnet during the surgery, and her initial review of episode electrograms (egms) indicated possible undersensing. The device was explanted and returned to boston scientific for analysis.

Manufacturer narrative:
A boston scientific crm technical svs consultant (ts) reviewed the stored data from four available episode egms from the device's memory and discussed that the pt's rhythm apparently dropped to a rate below the device's programmed therapy zones, as each episode started with a normal rhythm and was followed by the development of ventricular fibrillation and then the episode subsequently ending. Ts also discussed that whether sensing was appropriate could not be determined from the egms because the gems don't show the rhythm at the end of the episodes. Data from a fifth episode was incomplete or corrupted and could not be reviewed. Analysis of the returned device is currently underway. The event will be updated when analysis is completed or if add'l info is rec'd.